Manufacturer narrative:
This is the same event as 3010536692-2016-00130.

Event description:
Allegedly, patient was revised due to mom complications.

Manufacturer narrative:
Updating to include pt surgery information. This is the same event as 3010536692-2016-00668.